Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of escherichia coli as shigella boydii when using phoenix panel nmic/ID-307 (449289) batch number 1166062. The customer did not return isolates but did return panels and provided lab reports for the investigation. Note: the customer returned 2 nmic/ID-307 panels for batch #1251384 (expiry 09/30/2022). To investigate, a total of four (4) retention panels from the complaint batch were tested using qc isolates of escherichia coli (a25922). During investigation, all three panels tested identified correctly as escherichia coli. Since all panels yielded satisfactory identification results, this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed one additional complaint for the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported while testing with bd phoenix¿ nmic/ID-307, misidentification occurred. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: reported an organism was misidentified.

Event description:
It was reported while testing with bd phoenix¿ nmic/ID-307, misidentification occurred. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: reported an organism was misidentified

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.